Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) noted on a ventricular tachycardia (vt) non sustained event. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.